Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that when using the oscillating saw the universal modular electric/battery double trigger handpiece stopped suddenly and didn't restart. It appeared the oscillating saw attachment was jammed. It was also reported that there was rust traces and the central axe seemed to be displaced form the center axes. There was no pt harm or delay reported, and the procedure was completed with an alternate device.